Manufacturer narrative:
The visual inspection of the customer returned cpu and motor controller (mc) board revealed no anomalies. A failure investigation (fi) technician installed the cpu and the mc into a fi ventilator to duplicate the reported issue of device shutdown. The fi technician identified the device shutdown was caused by a component failure on the mc board.

Event description:
The customer reported a ventilator has been shutting down and when powering on the display stays dark, but the blower is running. The customer reported that they tried powering on with just battery power and unit would not respond at all. When the ventilator was powered to alternate current (ac) the power switch light emitting diode (led) is amber, and the battery led is flashing. It is possible the unit was running on battery until it was depleted. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information is pending.

Manufacturer narrative:
The philips field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba), motor controller (mc) pcba, central processing unit (cpu) pcba and the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.